Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2004, the patient had an incisional hernia repair performed and had a composix kugel patch implanted during this procedure. The patient began experiencing severe abdominal pain which was found to be the result of the mesh being entwined into the patient's small bowel. This failure ultimately required a surgical removal of the defective composix kugel patch the attorney alleges the patient experienced abdominal pain, pain and suffering, bowel injury, disability and explant.